Manufacturer narrative:
Although the catheter broke under direct clinician supervision, the catheter tip migrated internally toward the leg representing a risk of compromised circulation. Surgical intervention was required to retrieve the distal catheter tip. A 3.5 fr silicone uvc, soft and fragile by design, is susceptible to breaking if excessive tensile force is applied when sutures are tight, or if the catheter was previously nicked or damaged when sutured in place. This catheter was not returned for eval. The device is labeled with instructions for use which provide precautions relative to its fragility. Note: product not returned.

Event description:
Uac line snapped during removal and migrated into the leg. Pt was transferred to children's hosp where the catheter was removed via the umbilical stump.